Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with pcba1.

Event description:
Information received by medtronic indicated that the battery life of insulin pump was less than expected. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.